Event description:
Hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to load seal from delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory with the aortic cutter for evaluation on 20nov2019 and investigated on 20dec2019. A photographic inspection determined signs of clinical use but no evidence of blood. The delivery device and seal was inside the loading device. The safety lock on the aortic cutter was observed to be unlocked and the actuation button was depressed. The needle was observed to be advanced. A spot of blood observed near the tip of the cutter. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was taken out from the loading device for inspection. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.199 inches , the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for fitting problem was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to load seal from delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.